Event description:
It was reported that a patient experienced two postoperatively broken clavicle plates. On (B)(6) 2012, patient underwent an open reduction internal fixation (orif) to treat a right comminuted midshaft clavicle fracture, during which an eight-hole clavicle plate along with an unspecified quantity of locking and cortex screws were implanted. On (B)(6) 2012, the patient felt a snap in his shoulder and an immediate onset of shoulder pain. Medical diagnostic testing revealed that the plate had broken. On (B)(6) 2012, the patient underwent surgery to remove the plate in order to rule out infection. On (B)(6) 2012, the patient underwent a second orif wherein a new eight-hole clavicle plate was implanted along with an unspecified quantity of locking and cortex screws. On or about (B)(6) 2013, patient felt a pop in his right shoulder and an immediate onset of severe shoulder pain. Medical diagnostic testing revealed that the plate had broken. Patient has reportedly not fully recovered from his injury. This is report 2 of 2 for complaint (B)(4). This report is for the second eight-hole right clavicle plate that was implanted in the patient.

Manufacturer narrative:
Additional medical record numbers for this patient include: 01518502 and 100-17-78-03. Expiry date: april, 2014. Device history review: manufacturing date: may 28, 2009 - expiry date: april 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of lcp superior ant clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications at time of acceptance. No non-conformance reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2012, the patient was involved in a motorcycle accident and presented to the emergency room where x-rays and CT (computed tomography) scans were performed. In addition to the original event description, it was noted that the comminuted pieces were tied together using a competitor suture wrapped around the plate. 5cc of demineralized bone matrix (dbx) was used around the clavicle. The procedure was completed without complications. Somewhere between (B)(6) 2012, the patient felt a pop in his right shoulder. During the explant surgery on (B)(6) 2012, seven (7) screws and both pieces of the broken plate were removed then the right clavicle was irrigated and debrided. Thereafter, a bone biopsy and wound cultures were obtained, which ended up being negative for infection. In addition to the above information, a 3.5 locking compression plate (lcp) was utilized on the right clavicle. There were three (3) holes that were going to be on the proximal and distal segments of each. The reduction was checked under fluoroscopy and it appeared to be good. Then, a whirlybird push-pull device was placed in the 3rd most distal hole to reduce that fairly into the plate. Then a 3.5 cortical screw was place in the third most proximal hole. Lag screws were also placed in the two (2) most distal and two (2) most proximal holes. A 2.4 cortical interfragmentary screw was placed and held the large fracture fragments in the middle portion together. Dbx and cortical-cancellous allograft chips were placed in the void of the nonunion on the posterior aspect of the clavicle pin.

Manufacturer narrative:
Additional narrative: additional medical record number for this patient is (B)(4). Patient initials are (B)(6). (B)(6). (Expiry date): (B)(6) 2014. Device history review: manufacturing date: may 28, 2009 - expiry date: april 2014 a review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of locking compression plate (lcp) - superior ant clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2012, (pre-operative): radiographs and x-rays of right clavicle and left wrist. On (B)(6) 2012, (post-operative follow-up appointment): x-rays of left wrist. On (B)(6) 2012, (post-operative follow-up appointment): radiographs of right clavicle and left wrist. On (B)(6) 2012, (pre-operative for 2nd surgery): x-rays of right clavicle and left wrist were ordered.

Manufacturer narrative:
Reported x-ray date of (B)(6) 2015, rather than (B)(6) 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Date unknown. This report is for a right eight-hole clavicle plate, part and lot numbers unknown. It is unspecified whether or not the plate was explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.